Event description:
It was reported that the patient experienced a shocking or jolting sensation, like bee stings or deer fly stings, in the hands, arms and face. It was noted that the shocking was worse in the left arm, and the ins had been implanted to stimulate the patient's left hand. It was 108 degrees outside, and it was reported that the patient symptoms were worse when she was outside. The patient did not notice a correlation with body position. The patient initially thought the stinging could be due to the heat bothering her rsd and fibromyalgia, however when she was using her phone, the backlight on her phone came on and the touchscreen was texting "rs" all by itself. The patient thought the ins was possibly transmitting energy causing a problem with the phone, and this gave her the idea to turn off the ins. Once she turned the ins off she "quit getting the stings". Impedance measurements were within range and the patient did not feel any shocking during the impedance measurement. The patient usually used settings of 1.0v, but the patient had stimulation off at the start of the appointment. Stimulation was increased to 0.8v and the patient reported feeling stimulation comfortably. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model: 377875, lot#: v007028, implanted: (B)(6) 2009, explanted: na; lead, model: 377875, lot#: v007028, implanted: (B)(6) 2009, explanted: na; programmer, model: 37743, serial#: (B)(4); recharger, model: 37752, serial#: (B)(4).